Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed high amplitude non-physiologic artifacts and baseline shifts on the primary vector resulting in inappropriate therapy. Attempts to recreate the noise were unsuccessful. The device was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. The device remains implanted and in service.